Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The kink and separation were able to be confirmed. The difficulty removing the device could not be replicated in a testing environment due to the condition of the returned device. Based on a visual inspection and chemical analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during device unpackaging and prior to use the 2.5 x 12 mm xience xpedition stent delivery system (sds) met resistance during removal from the plastic packaging coil. The device was removed and a bent shaft was noted, however, an attempt to straighten the shaft resulted in a shaft separation. The device was not used; there was no patient involvement. A 2.5 x 12 mm non-abbott stent was used in the procedure without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) - failure to follow steps/instructions. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.